Event description:
The product involved was a medrad continuum MRI infusion system standard administration kit - catalog #mik200a -. The administration set was manufactured wrong so that the black device attached to the tubing that prevents it from being inserted into the pump wrong was attached to the tubing backwards. If not caught by our staff, this would have resulted in the medication not being infused and IV fluid or the pt's blood being sucked back into the syringe. This was potential for causing life threatening complications if vasoactive substances were being given and required to sustain life. The tubing was saved, but we were unable to locate the original packaging. We have used several other of these infusion sets today and they have all been manufactured correctly. The lot of the other device was 66052, but I am not sure that was the lot # of the device involved.